Event description:
It was reported that the surgeon began treating the stone in the ureter when a light and burning smell emerged from the laser connector. The surgeon stopped immediately, discovering the fiber had broken at the connector. The procedure was successfully completed with a new fiber, and there were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported clinical observation as the connector was separated from the fiber body. Visual analysis identified that the fiber was broken into 2 pieces. The fiber tip was degraded, and the connector was in good condition. The following message was displayed: treatment used: 1 treatment left: 9. It is likely that procedural handling of the device during set-up or use contributed to the fiber body break. The interaction between the console and the connector during use may have led to overheating causing the burning smell and connector separation. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the surgeon began treating the stone in the ureter when a light and burning smell emerged from the laser connector. The surgeon stopped immediately, discovering the fiber had broken at the connector. The procedure was successfully completed with a new fiber, and there were no patient complications.